Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii catheter had foreign matter. On (B)(6) 2024, when using the indwelling needle, the package was opened and an unknown stain was found to be attached to the indwelling needle, and it was replaced

Event description:
On april 11, 2024, when using the indwelling needle, the package was opened and an unknown stain was found to be attached to the indwelling needle, and it was replaced.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows a white foreign matter attached to the surface of the catheter. 2. DHR/bhr review lot#3353660. 1.this batch of products were assembled at intima ii auto line 4 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4) ea. 2.review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3.review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no similar foreign matters are found on the surface of the catheters. Please see the attached photo. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo shows a white foreign matter attached to the surface of the catheter. As no abnormalities are found in the process and retained samples, no similar complaints have been received from other hospitals about this batch of products, and no defective sample is received to confirm the status and composition, the root cause of this defect cannot be determined. The plant will continue to track and monitor such defects.